Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery she is experiencing a black shape of the implanted lens over her line of vision in partial darkness. The consumer experiences almost blindness in dim light. She had secondary surgery to remove a small bit of the old lens. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).